Event description:
The customer reported that they saw sparks coming from a pcu five times while the IV pole was being moved, however they are unsure if this was while going down the hall or within a patient's room. They reported no visible external damage and the error log indicated a "battery charging temp high." They also stated the battery was not a bd battery and that the pcu appears to operate as normal. There was no patient harm.

Manufacturer narrative:
Upon further evaluation by persons who are qualified to make a medical judgment, it was determined that the customer¿s report does not represent a serious injury event. This follow-up report is submitted is to correct the previously submitted MDR.

Manufacturer narrative:
The customer¿s report of the pcu sparking was not confirmed. Physical inspection noted the device was in fair condition with the instrument seal not intact. The iuis were dull. There were no signs of thermal damage internally or externally. Analysis of the pcu event log shows that on (B)(6) 2017 pump module s/n (B)(4) was in use and infusing a primary infusion of ivf no additives at a rate of 5ml/hr. The infusion completed, was restored, and completed again. At 1:50 pm, the device was placed on dc power (battery). At 3:51 pm, the device was channeled off and the system was shut down and powered off. The volume recorded as being infused during this period was 22.928ml. The pcu battery log shows a battery start temp high event occurred around the time of the reported event at 11:35 am on (B)(6) 2017. This entry in the battery log indicates that the power supply processor is not charging the battery because the battery temp is above a limit. Functional testing resulted in no sparks or issues during infusion. The root cause of the customer¿s report of the pcu sparking was not identified.

Manufacturer narrative:
The affected device has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that they saw sparks coming from a pcu five times while the IV pole was being moved, however they are unsure if this was while going down the hall or within a patient's room. They reported no visible external damage and the error log indicated a "battery charging temp high." They also stated the battery was not a bd battery and that the pcu appears to operate as normal. There was no patient harm.